Manufacturer narrative:
Additional information was received that database analysis was performed and revealed no anomalies were found.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's request. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.